Event description:
It was reported when using the bd vacutainer® trace element serum blood collection tube there was clotting/micro clots/fibrin clots. Patient 2 of 2. The following information was provided by the initial reporter. The customer stated: "samples by 2 patients were rejected due to clotting."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-05-05. H.6. Investigation summary: bd received 11 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for clotting was not observed. Additionally the customer samples were visually inspected for the presence of edta additive. All tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of the edta additive that is present in the tube and all samples were found to be within specification requirements. Retention samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® trace element serum blood collection tube there was clotting/micro clots/fibrin clots. Patient 2 of 2. The following information was provided by the initial reporter. The customer stated: "samples by 2 patients were rejected due to clotting."